Manufacturer narrative:
Add'l info obtained from operative notes rec'd. No investigation could be performed, no conclusion could be drawn as no device was returned and no lot number was provided. Synthes is unable to determine the MFR date without a lot number.

Event description:
Operative notes indicate symptomatic hardware, pt had healed completely.